Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 73-year-old male in acute myocardial infarction/cardiogenic shock was to be implanted with an impella 5.5 device for mechanical circulatory support. It was noted prior to implant, that calcium was present in both the right and left axillary artery. The first attempt met resistance outside of the graft resulting in the cannula buckling. The pump was removed, and attempts were made roughly six more times with similar results. Due to the persistent issue, the decision was made to abort the implant. There was no patient harm.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was due to patient condition. The root cause of the delivery issue is determined to be patient condition because it was reported that calcium present in right and left axillary and they were unable to get 5.5 closer to the aorta and it was not big enough for insertion and the case was aborted.